Event description:
It was reported that a doctor will do an explant of a toric intraocular lens (iol) from the patient's left eye because the patient is very dissatisfied with her vision, and her distance vision has worsened. At the time, the iol remained implanted. It was noted that the patient vision is temporarily impaired. Best corrected visual acuity (bscva) pre-operative: +1,50 -1,25*90 20/30, bscva post-operative 16o op = -0.25-0.50*180 20/20pp and j1 but always with complaints without correction 20/40. No other information was provided. Additional information received later that explant was performed. The surgery occurred normally with a new incision, more scleral and larger, for the explant. There were no vitrectomy and sutures. Replacement iol was a diu100, same diopter power size as the original iol. The patient is still complaining about the quality of her vision, but the doctor reports that clinically the explant result is perfect. No other information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information is not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g2: report source: foreign box was inadvertently not checked in the initial report submitted. Therefore, this supplemental submission is being done to correct this. Field below is updated. Section g2: foreign. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 23, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the lens reveal that it was cut in half and coated in viscoelastic residue. The lens was cleaned revealing damage to the edge of the lens. No issues that could cause or contribute to the complaint issue was identified. The complaint issue "unexpected postop refraction" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.